Event description:
It was reported the left ventricular (lv) lead caused phrenic nerve or diaphragmatic stimulation. The lv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694965 lead, (B)(6) 2007; 383059 lead, (B)(6) 2007. (B)(4).